Manufacturer narrative:
This report filed october 10, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2013; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient sustained a fall resulting in injury to the head, (date not reported). The patient was hospitalized for four days following the event for observation. Patient reports "shock and pain" with stimulation, leading to device non-use. There are plans to explant the device and to reimplant the patient with another device, however it is unknown if this has occurred as of the date of this report, (B)(6) 2012.